Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use, the xience xpedition 3.50 x 38 mm stent dislodged. There was resistance during removal of stent delivery system from dispenser coil and protective sheath. The device was prepped before removal of the sheath / stylet. The device was not used and there was no patient involvement. The xience xpedition was replaced with another device to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU), the first step under the preparation section is packaging removal which includes steps for removing the device from the foil and inner pouches and removing the product mandrel and protective sheath. The next section includes steps related to flushing the guide wire lumen and preparing the device by removing air from the system. The investigation was unable to determine a conclusive cause for the difficulties removing the device from the coil dispenser however the difficulties removing the protective sheath and stent dislodgement appear to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, additional information was received stating the xience xpedition was a 3.5x18.